Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent was damaged at the proximal side. Struts on the four most proximal rows were flared and pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a difficulty crossing occurred. The diffuse target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 2.50x20 maverick balloon catheter. A 2.75x38mm promus element plus stent delivery system was advanced to the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed proximal stent damage.